Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an scd pump. The unit was sent to a covidien service center indicating that the power cord had burn damage at the pump side. The burn damage has melted through the outer housing.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.